Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6). [Illegible signature]. Office note. Medical clearance. Date of operation 12/30/11 [bladder tumor resection]. Bladder tumor [illegible], multiple hernia repair, chronic obstructive pulmonary disease, emphysema. [Illegible]. (B)(6) 2012: (B)(6). Operation: umbilical hernia repair. Going for recurrent umbilical hernia repair [illegible]. (B)(6) 2015: [missing records: records for CT scan abdomen/pelvis showing ¿possible new supra umbilical hernia¿ were not provided.] (B)(6) 2015: (B)(6). Office notes. States that for many years has had many stomach issues. 6 hernia repairs over past few year by (B)(6). History of colon resection due to diverticulitis. States recently having constipation, lost 30 lbs over past year. Has terrible appetite, eats very little. Is very bloated, when eats she feels as if the food does not go down. Does see mucous in stool frequently, on occasion sees blood when wipes after straining. CT scan abdomen and pelvis with IV and po contrast showed no new abnormal findings, with possible new supra umbilical hernia, will follow up with dr. Kota. (B)(6) 2017: (B)(6). Postop note. Estimated blood loss: 150 cc total. Complications: none. Specimen type: skin scar and abdominal pannus with infected mesh, infected mesh, aerobic culture of infected mesh. Antibiotics should be extended 24 hours postop for following reasons ¿ history of infected mesh, biologic mesh placement. (B)(6) 2017: (B)(6). Postop note. Estimated blood loss: 150 cc total. Complications: none. Specimen type: skin scar and abdominal pannus with infected mesh, infected mesh, aerobic culture of infected mesh. Antibiotics should be extended 24 hours postop for following reasons ¿ history of infected mesh, biologic mesh placement. (B)(6) 2017: (B)(6). Postop note. Estimated blood loss: 150 cc total. Complications: none. Specimen type: skin scar and abdominal pannus with infected mesh, infected mesh, aerobic culture of infected mesh. Antibiotics should be extended 24 hours postop for following reasons ¿ history of infected mesh, biologic mesh placement. (B)(6) 2017: (B)(6). Microbiology. Procedure: wound culture. Source: wound. Body site: abdomen. Free text source: mesh from the abdomen. Accession: 4-17-087-0061. Stains/preparations: gram stain report: sparse white blood cells. Sparse gram variable bacilli. (B)(6) 2017: (B)(6). Microbiology. Procedure: wound culture. Source: fistula. Free text source: fistula trace infected mesh. Stains/preparations: gram stain report: sparse white blood cells. No organisms seen. Final report: verified: (B)(6) 17. Few fusobacterium species, no aerobes isolated. (B)(6) 2017: (B)(6). Lab. Wbc 22.2 h (4.0-11.0). (B)(6) 2017: (B)(6). Lab. Wbc 17.8 h (4.0-11.0). (B)(6) 2017: (B)(6). (B)(6). Progress notes. Physical exam: umbilicus cyanotic, no bleeding with needle stick, central jp draining dark blood, right and left jp serosanguinous, dressing changed, no signs of infection, no hematoma, no seroma, no dehiscence. Plan: infected prosthetic mesh of abdominal wall. Umbilicus cyanotic questionable viability. Will start nitro paste to umbilicus. Consider hbo [hyperbaric oxygen] consult. (B)(6) 2017: (B)(6). Progress notes. Underwent umbilical hernia repair, removal of old mesh, abdominal wall debridement, insertion of biological mesh, and bilateral rectus muscle flap. Wound developed necrosis, risk nonclosure, loss of flap. Has had multiple surgeries in this area, scar tissue was removed in addition to lysis of adhesions. Has significant smoking history. White blood cell: 17.8 h (4.0-11.0). Plan: hyperbaric oxygen has been shown to be beneficial in the treatment of compromised soft tissue flaps. Tissue was rendered hypoxic resulting from the surgical disruption of the transplanted tissue vasculature. Contributing to this is the ischemia-reperfusion injury, flow no reflow phenomenon. Hyperbaric oxygen provides a means for adequate oxygen delivery to tissue at risk to attenuate the ischemia-reperfusion injury through preventing or limiting the ensuing inflammatory response. Patient reports some difficulty lying flat. May need diuresis to complete treatments. (B)(6) 2017: (B)(6). Progress notes. Umbilicus deep blue with no needle stick bleeding in all 4 quadrants, no signs of infection. (B)(6) 2017: (B)(6). Progress notes. Plastics plans bedside umbilectomy with local anesthesia tentatively 4/1 to avoid bacterial proliferation in flap and spread to mesh. Culture showed fusobacterium. Unknown if significant but have added metronidazole to cover (no growth on culture). (B)(6) 2017: (B)(6). Progress notes. Continues to need inpatient care due to emergent hypertension. Abdominal pain improving and tolerating diet. (B)(6) 2017: (B)(6). Radiology-ultrasound abdomen. Clinical history: right upper quadrant pain, hernia repair. Impression: hydropic gallbladder containing sludge without sonographic evidence of cholelithiasis or cholecystitis. Trace fluid in morrison¿s pouch. Correlate clinically. Hepatic steatosis. Bilateral renal cysts. (B)(6) 2017: (B)(6). Progress notes. Problem: necrosis of flap. Plan: umbilical necrosis status post bilateral component separation with sparing of left sided periumbilical perforators continue present care. (B)(6) 2017: (B)(6). Progress notes. Plan: pod#7. Umbilicus- dark bluish discoloration, necrotic as per surgery- will follow up with dr. Caccaro [sic] and dr. Kota as outpatient. Culture gram stain showed fusobacterium but no growth on culture. Status post IV flagyl. . (B)(6) 2017: (B)(6). Progress notes. To be discharged today. Jackson pratt drains removed (3), no signs of infection, umbilicus dark blue but soft, no surrounding redness. Plan: discharge to home today with o2. Continue 4x4 gauze [sic] over bacitracin oint to umbilicus and drain site 1-2 x/day. Follow up in office in 2 days. No smoking. (B)(6) 17: (B)(6). Discharge instructions. Discharge to home when cleared by dr. Coccaro. Keep wound clean and dry, sponge bath only, no lifting until (B)(6) 2017. Other restrictions: no bending, straining, lifting weights over 10 bs for 6 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 10: (B)(6) hospital medical center. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Clinical information: lower abdominal pain. Impression: abnormal circumferential wall thickening of the descending colon, consistent with acute colitis. No bowel obstruction. Interval abdominal hernia repair with placement of an anterior abdominal wall midline mesh. (B)(6) 10: (B)(6) hospital medical center. (B)(6) md. Consultation. Abdominal pain. Staples were removed, wound open over the lower end of the incision. Patient given ciprofloxacin [antibiotic]. Started having abdominal pain one or two days prior to coming to the hospital. No bowel movements for past two weeks. Medications: vancomycin, flagyl, heparin [blood thinner]. Impression: colitis. Possible wound dehiscence at the lower end of the incision; given the fact that the patient has underlying mesh, there will be a concern that the patient might develop deep wound infection with the mesh. Constipation. Plan: vancomycin, discontinue flagyl. (B)(6) 15:(B)(6) hospital medical center. (B)(6) . Radiology ¿ CT abdomen/pelvis. Diagnosis: abdominal pain. Impression: grossly distended colon over 7 cm. Contrast is seen in the central portion of the colon. Evidence of slowed motility and distention in the rectosigmoid. Abrupt narrowing of the rectosigmoid where it decreased from 5.2 cm to 1.6 cm. Findings consistent with relative obstruction. (B)(6) 15:(B)(6) hospital medical center. (B)(6) , md. Admission note. Constipation, infrequent bowel movement. Abdominal pain, nausea, abdominal distention. Wbc 22.7. Impression: large bowel obstruction, rule out sigmoid stricture. Plan: admitted, nothing by mouth, intravenous fluids, surgery consult, gastroenterology consult. (B)(6) 16:(B)(6) hospital medical center. (B)(6) . Radiology ¿ CT abdomen/pelvis. History: infection, abdominal pain. Findings: anterior abdominal wall midline surgical mesh. Impression: area of soft tissue density with peripheral contrast enhancement and central fluid density at and just above the umbilicus in the subcutaneous fat just anterior to the abdominal wall mesh. (B)(6)16(B)(6) hospital medical center. (B)(6) md. Admission note. Draining discharge and redness with abdominal pain for four days. Impression: abdominal wall abscess. Plan: admitted, started intravenous antibiotics. (B)(6) 16:(B)(6) hospital medical center. [Provider ni]. Microbiology. Wound culture. Site: wound. Culture report: staphylococcus epidermidis, streptococcus species. 06/09/16: brookhaven memorial hospital medical center. [Provider ni]. Microbiology. Source: abscess. Site: abdominal abscess drainage. Gram stain: gram positive cocci in clusters. Culture report: no growth after 2 days incubation. (B)(6) 16:(B)(6) hospital medical center. (B)(6) md. Radiology ¿ CT abdomen/pelvis. History: drainage from umbilicus. Status post hernia repair. Findings: abdominal aortic aneurysm with aorta biiliac [sic] artery stent graft in place. There is mesh repair of the abdominal wall in the midline acting below the level of the umbilicus. There is scarring in the subcutaneous soft tissues at the umbilicus, but no focal fluid collection is noted. There is a new mesh repair appreciated in the midline in the abdomen of the level of the umbilicus. There is some scarring adjacent to this mesh as well, but no focal fluid collection is visualized. Impression: postoperative changes of prior and recent mesh repair of the anterior abdominal wall. There is scarring appreciated in the soft tissues of the abdominal wall at the postoperative sites, but no focal fluid collection identified to suggest seroma or abscess. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6), p.c. [Provider ni]. Radiology ¿ CT abdomen/pelvis. Indication: history of abdominal hernia, diverticulitis, history of partial colectomy. Findings: there is a defect in the anterior abdominal wall of the pelvis with nonobstruction herniation of loops of small bowel. Defect in the anterior abdominal wall/anterior abdominal hernia measures approximately 3 cm in its transverse dimension. [Missing second page of report]. (B)(6) 2010: (B)(6) hospital medical center. (B)(6), md. Admission note. History of abdominal pain. Patient has had a ventral/incisional hernia for the past 3 years, painful recently. CT scan of abdomen last week, showed bowel in the hernia. Exam: large ventral hernia in lower abdomen, which is minimally tender and incarcerated and reducible. Plan: will need surgery to repair hernia. I explained the surgical procedure of ventral hernia repair with possible mesh insertion and the options, benefits and risks in detail. (B)(6) 2010: (B)(6) hospital medical center. (B)(6), md. Pathology. History: incarcerated ventral hernia. Final diagnosis: soft tissue, abdominal wall, herniorrhaphy: hernia sac. Soft tissue, abdominal wall resection: hernia sac and associated soft tissue with vascular congestion, clinically incarceration. (B)(6) 2010: (B)(6) hospital medical center. (B)(6), md. Discharge summary. Hospital course: she tolerated the procedure well. Placed in intensive care. Post op day 1 doing well. White cell count increased to 18,700. Made steady progress. Started on liquids, then advanced her diet as tolerated. Continued on preoperative antibiotics as she had an abdominal aortic aneurysm. Continue on vancomycin [antibiotic], and ciprofloxacin [antibiotic] per infectious disease. Minimal drainage to jp drain, this was removed. Tolerating diet, ambulating well, wounds clean and dry. No bending of lifting weights over 10 lbs. (B)(6) 2010: (B)(6) hospital medical center. (B)(6), md. Consultation. History of abdominal pain, constipation for 6 days. Meds: cipro [antibiotic]. Smoker. Abdominal x-ray showed stool is present consistent with constipation. CT of abdomen showed abnormal circumferential wall thickening of the descending colon consistent with acute colitis, no bowel obstruction, stool in colon consistent with constipation, 3.9 x 4.8 cm abdominal aortic aneurysm. Impression: abdominal pain, colitis, dehydration, acute renal failure. Plan for IV fluids. Start vancomycin [antibiotic] and flagyl [antibiotic]. (B)(6) 2010: (B)(6). (B)(6), md. Letter to dr. (B)(6). Returned with pain in lower abdomen, below scar from previous surgery. She has a supra pubic/ventral hernia in this area. Advised her that she needs to stop smoking as it causes paroxysms of coughing that causes increased intra-abdominal pressure resulting in hernia. She understands. Offered surgical repair of her ventral hernia, she wishes to wait until next month in view of work constraints. I explained to her she should go to the emergency department, if she has severe abdominal pain, vomiting or tender lump that does not reduce and she understands my explanation. I advised her to avoid lifting weights over 10 lbs and will review her in 2-3 weeks. At that point I will arrange her to have surgery. Ventral hernia repair with mesh. (B)(6) 2010: (B)(6) hospital medical center. (B)(6), md. Operative report. Anesthesia: general anesthesia, dr. (B)(6) and dr. (B)(6). Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: same. Operation: repair of incarcerated ventral hernia with dual mesh 12 x 8 cm. Lysis of adhesions. History: this is a 56-year-old female patient with a history of incarcerated ventral hernia which was causes discomfort and pain, suggestive of incarceration. Patient needs to have surgery. Discussed the procedure with the patient and his spouse. I explained the clinical condition, options of medical treatment, no treatment, surgery. I explained the surgical procedure of repair of incarcerated hernia with mesh. I explained the alternatives, benefits and risks in detail. Risks including but not limited to bleeding, infection, possible recurrence, anesthesia risks, need for further surgery. Patient is a heavy smoker and I advised her that the chance of recurrence is much higher in view of smoking and chronic obstructive pulmonary disease and advised her to stop the same. I answered all her questions. She understood my explanation concerning options, benefits and risks, and wished to proceed with surgery and gave consent. Procedure: ¿patient was taken to the operating room where she was placed supine on the operating table. General anesthesia was administered. Procedure was covered with IV antibiotics given at the induction of anesthesia. Local part was prepped and draped in the usual sterile fashion. Foley catheter was placed. Skin incision was made in the lower midline using a no 10 scalpel blade through the old scar. The old scar was extended downwards and the subcutaneous tissue was dissected. The hernial sac was identified from the defect. The sac was incised and the peritoneal cavity was entered. The sac was excised. Circumferential dissection was performed. The hernia sac had omentum as contents and part of the omentum was excised. Omentectomy was performed. Then, the edges of the fascial defect were delineated. Inferiorly the fascial defect was delineated all the way to the top of the pubic symphysis. There were some extensive adhesions which were meticulously lysed. Hemostasis was ensured. Then a 12 x 8 cm dual mesh was brought in. This was appropriately trimmed and was already presoaked in antibiotic and saline solution. The mesh was inserted in an underlay fashion using no 1 prolene running sutures. The mesh was circumferentially inserted in underlay fashion to adjust the fascial defect. Hemostasis was ensured. Then the subcutaneous fascia was approximated on top of the mesh with interrupted 0 vicryl sutures. Wound was irrigated with bacitracin soaked normal saline solution. Hemostasis was ensured. The subcutaneous tissue was approximated with interrupted 2-0 vicryl sutures. Skin was approximated with staples. Sterile dressings were placed. Patient tolerated the procedure well, with no intraoperative complications and was transferred to the recovery room in stable condition. Sponge, needle and instrument count was correct. Estimated blood loss was less than 50 ml.¿ product identification records for the alleged gore device were not provided. (B)(6) 2010: (B)(6) hospital medical center. (B)(6), md. Pathology. Specimen #: s-10-04447. Clinical history: ventral hernia. Final diagnosis: a. Ventral hernia sac, excision: fibromembranous tissue consistent with hernial sac showing focus of old hemorrhage, focal scar and adherent adipose tissue. B. Omentum, partial excision: few fibrous adhesions. (B)(6) 2010: (B)(6) hospital medical center. (B)(6), md. Discharge summary. History of abdominal pain, discomfort and swelling. Recent constipation with increasing pain. History of diverticulosis, colon polyps, abdominal aortic aneurysm, c-section x3. Hospital course: underwent elective repair of incarcerated ventral hernia, lysis of adhesions and insertion of dual mesh and omentectomy. Tolerated procedure well. Doing well, tolerating diet, ambulating well, incision wound clean and dry. Instructions: no bending, lifting weights over 10 lbs, no smoking. (B)(6) 2011: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: ventral hernia. Findings: there is evidence of prior ventral hernia repair with mesh placement. The hernia repair is intact. A small focus of fat herniates over the superior margin of the repair, at the level of the umbilicus. Impression: 4.7 cm infrarenal abdominal aortic aneurysm. 1.6 cm enhancing nodule along the posterior bladder wall and an additional punctate enhancing nodule. These findings are suggestive of transitional cell carcinoma. Essentially unremarkable appearance of a ventral hernia repair. (B)(6) 2012: (B)(6) hospital medical center. (B)(6), md. Pathology. Clinical history: ventral hernia. Specimen #: s-12-02329. Final diagnosis: ventral hernia sac and content, excision. Adipose tissue, no pathologic change. (B)(6) 2013: (B)(6). (B)(6), md. Office notes. Infection in intestines. Reports fever, pain in abdomen. Diagnosis: other anaerobe infection in conditions classified elsewhere and of unspecified site. Clostridium difficile infection. (B)(6) 2014: (B)(6). (B)(6), md. Office notes. Constipation, epigastric burning. Complains of constipation requiring laxatives every 3-4 days. Presently on chemotherapy for bladder cancer. Impression/plan: patient has long-standing upper and lower gi symptomology. Think she should undergo upper and lower gi endoscopy. I¿ve explained procedures including the risk. In addition to the usual risks, I have explained to her that she could possibly developed an infection of the mesh after the procedures. She understands and accepts this. Start miralax, magnesium citrate, linzess capsules. Upper endoscopy and colonoscopy. (B)(6) 2015: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis. History: abdominal pain and constipation. History of bladder carcinoma, colon surgery 12 years ago and multiple hernia repairs. Findings: surgical material within the pelvis. Postsurgical changes at the level of the umbilicus and inferiorly, with hernia mesh present. No hernia recurrence at the surgical site. Impression: surgical changes of the anterior abdominal wall with hernia mesh below the level of the umbilicus and stable small fat containing right paramidline supraumbilical hernia. (B)(6) 2015: (B)(6) hospital medical center. (B)(6), md. Consultation. 3 days complaining of abdominal pain. Constipation for past month. Pain mostly in left lower quadrant. Nasogastric tube placed. Later patient had a large bowel movement and nasogastric tube came out. Patient has leukocytosis, on cipro [antibiotic] and flagyl [antibiotic]. Wbc 23.3. CT scan of abdomen and pelvis report reviewed. Impression/plan: leukocytosis most likely reactive and secondary to large bowel obstruction with constipation. Continue cipro [antibiotic] and flagyl [antibiotic]. If after bowel movement her leukocytosis has resolved, will suggest to discontinue antibiotics. [Missing records: records for CT of abdomen and pelvis per 10/06/15 consultation were not provided.] (B)(6) 2016: (B)(6) hospital medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Impression: area of soft tissue density with peripheral contrast enhancement and central fluid density at and just above the umbilicus in the subcutaneous fat just anterior to the abdominal wall mesh. (B)(6) 2016: (B)(6) hospital medical center. (B)(6), md. Consultation. History abdominal pain, increased drainage from umbilical area for past 4 days. Patient had scant drainage from umbilicus 2 weeks ago. Exam: abdomen minimally tender with small area of induration in the periumbilical area. Patient currently on vancomycin [antibiotic], levaquin [antibiotic], flagyl [antibiotic] per infectious disease. Impression: abdominal wall subcutaneous fluid collection, fatty seroma, possible seroma versus abscess. This seems unlikely to be related to mesh. Plan: possible subcutaneous collection of seroma. Will need CT scan-guided drainage, aspiration and send fluid for culture. They did not want surgical intervention at the present time. The patient may need surgical intervention if there is evidence of any mesh infection. Continue IV antibiotics per infectious disease. (B)(6) 2016: (B)(6) hospital medical center. (B)(6), md. Radiology ¿ CT guided abscess drainage. Clinical history: subcutaneous abscess formation. Findings: there is an area of soft tissue density at about the level of the umbilicus with a small amount of fluid within it. This does not communicate with the peritoneum of the mesh. Impression: successful cat scan guidance drainage they [sic] purulent fluid collection as described above in the subcutaneous tissues in the area of the umbilicus. (B)(6) 2016: (B)(6) hospital medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. History: abdominal wall abscess. Findings: there is a ventral abdominal wall stent. There is complete resolution of anterior abdominal wall collection. Adjacent increased density within the skin and slight ulceration persists extending up to the level of the stent. No free air is seen. Bilateral common iliac artery aneurysms, the larger one on the right measuring up to approximately 2.7 cm in greatest dimension. Impression: resolution of anterior abdominal wall collection. Residual scarring is seen within the soft tissues anterior to the mesh. Addendum: there is a small fat containing ventral hernia appreciated to the right of the midline in the upper abdomen noted. (B)(6) 2016: (B)(6) hospital medical center. (B)(6), md. Pathology. Specimen #: s-16-03513. Clinical history: incarcerated ventral hernia. Final diagnosis: ventral hernia sac and content, excision: adipose tissue and adherent fibromembranous tissue consistent with hernial sac. (B)(6) 2016: (B)(6) hospital medical center. [Provider ni]. Microbiology. Wound culture. Site: swab from umbilical. Report: no growth after 2 days incubation. Anaerobic culture: site: swab from umbilical wound. Report: no anaerobes isolated. (B)(6) 2016: (B)(6) hospital medical center. [Provider ni]. Radiology ¿ CT abdomen/pelvis. History: drainage from umbilicus. Status post hernia repair. Findings: abdominal aortic aneurysm with aorta biiliac [sic] artery stent graft in place. (B)(6) 2017: [facility ni]. (B)(6), md. Consultation. Drainage from area of repair of the umbilical hernia. Exam of abdominal wall showed whitish grayish drainage in the umbilical area, extending from the depth of the umbilicus. No mesh exposure. Multiple scars to the abdomen site of repair of other hernias. Impression: possibly infected mesh in the site of ventral umbilical hernia repair. Patient does not appear to be having signs of sepsis. Plan: patient to be treated by her general surgeon, dr. Kota. In the event reconstruction of the abdominal wall was required, that will be performed. Biological graft, other mesh, compartment release is less likely to be advisable at the initial surgery, and may be reserved to a delayed surgery in the event of recurrence of hernia. Patient to be evaluated by infection disease specialist preoperatively. Possible long-term antibiotics. (B)(6) 2017: (B)(6). (B)(6), md. Letter to dr. (B)(6). She has a recurrent umbilical hernia, which is draining and has an infected mesh. Dr. Kota and I plan on coordinating surgery to excise the mesh, repair the hernia, do a component separation mobilizing the rectus muscles bilaterally to close the wound and possibly use a biologic mesh overlay. At the same time, I will excise all the excess skin and scar skin and close the abdomen. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Office notes. Abdominal pain. Exam: lower abdomen tenderness. Plan: CT abdomen/pelvis. Advised to follow up with dr. (B)(6) and plastic surgeon. (B)(6) 2017: (B)(6) hospital medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. History: abdominal pain. Impression: new abdominal wall mesh since prior CT. No evidence of intestinal obstruction. Diverticulosis without evidence of acute diverticulitis. Probable heterogenous fatty infiltration of the liver. (B)(6) 2018: (B)(6). (B)(6), md. Letter to dr. (B)(6). Ex heavy smoker with history of intermittent wheezing. Patient has shortness of breath on mild to moderate exertion. She mentions that since she had umbilical hernia repair and subsequent tummy tuck, her symptoms were precipitated. Patient has smoked 1-1/2 packs per day on average for 30 years and quit (B)(6) 2017. Impression/plan: dyspnea on exertion due to underlying chronic obstructive pulmonary disease. Optimized treated for emphysema and started her on anoro ellipta. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Due to character/space constraints within the h10/11 narrative/corrected field, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions. H6: updated health effect h6: updated investigation findings h6: updated investigation conclusion : h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane h6: investigation conclusion: : d15: cause not established the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 1930, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Conclusion: implant #1 gore® dualmesh® biomaterial it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further states: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the gore® dualmesh® biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further state: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence".

Event description:
It was reported to gore that the patient underwent open ventral and umbilical hernia repair on (B)(6) 2010, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected sinus tract, recurrence, extensive adhesions. Additional event specific information was not provided. It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: operative report for ¿colon resection¿ was not provided.] (B)(6) 2010: (B)(6) hospital medical center. (B)(6), md. Report of operation. Assistant: (B)(6), md. Preop diagnoses: incarcerated ventral hernia. Umbilical [sic] hernia. Postop diagnosis: incarcerated ventral hernia. Umbilical [sic] hernia. Adhesions multiple ventral hernia. Procedure performed: exploratory laparotomy. Lysis of adhesions. Repair of ventral hernia and umbilical [sic] hernia and recontruction [sic] of abdominal wall with prosthetic mesh. Indications: this is a pleasant 55 year-old female patient with a history of abdominal discomfort, pain, and swelling. She had previous colon resection. She now presents with a history of multiple large ventral hernia and umbilical hernia. She had some discomfort and pain from these hernias recently. The patient does have severe abdominal pain with this hernia. I discussed the options, clinical condition options with the patient and her spouse at length. I explained the options of medical treatment versus no treatment versus observation versus surgery. I explained the surgical procedure, alternatives, benefits, and risks in details. The risks included, but no limited to bleeding, infection, possible recurrence, anesthesia risk, adhesions, infection from mesh, need for further surgery, seroma, deep venous thrombosis, pulmonary embolism , and ventilator dependence. I answered all questions. They seemed to understand and wished to proceed with surgery and gave consent. Preoperatively, the patient had stress test and was cleared by cardiology. Procedure: ¿the patient was taken to the operating room where she was placed supine on the operating table. General anesthesia was administered. The patient was covered with IV antibiotics given at induction of anesthesia. Foley catheter was placed. The local part was prepped and draped in the usual sterile fashion. A skin incision was made using #10 scalpel blade. The subcutaneous tissue was dissected. The fascia was incised. The peritoneum was incised. There were extensive adhesions in this area. Thorough meticulous lysis of adhesions was performed and omentum was extending into the wound. There was marked a large ventral hernia in the lower abdomen and this was identified and sac was excised. There were two additional ventral hernias in the abdominal wall in the midline and there was an umbilical hernia. The sac was excised and the other sacs were dissected and hernia was converted to single large defect in the midline. Lysis of adhesions was performed. There was no evidence of obstruction. Hemostasis was ensured. Peritoneal cavity was irrigated with normal saline suctioned out and then 15 x 10 cm dual mesh was brought in and was fashioned and tailored appropriately to fit the defect and this was used in an underlay fashion to repair the defect. The mesh was anchored to the defect with 0-gortex suture. The wound was irrigated with bacitracin in normal saline solution. Hemostasis was ensured. The fascia was then reapproximated on top of the mesh. Then, subcutaneous tissue was irrigated with bacitracin in normal saline solution. A #7 jp drain was brought through a separate stab incision and placed in the subcutaneous tissue. The skin was approximated with staples. The jp drain was anchored with 2-0 silk sutures. Sterile dressings were placed. The patient tolerated the procedure well and remained stable throughout the course of the operation and was transferred to the recovery room in stable condition. Sponge, instrument, and needle count was correct.¿ (B)(6) 2010: (B)(6) hospital medical center. Implant record. Manufacturer/item: gore dual mesh biomaterial. 10 cm x 15.0 cm x 1.0 mm oval. W.l. Gore & associates inc. Soaked in bacitracin irrigation #job460/hss. Exp 02/13. Cat/model#: 1dlmc03. Sn 3/lot#: (B)(6). Qty: 1. Exp date: 2014-05-04. The records confirm a gore® dualmesh® biomaterial (1dlmc03/(B)(6)) was implanted during the procedure. Records between 3/9/2010 and 4/25/2012 were not provided. (B)(6) 2012: (B)(6) hospital medical center. Report of operation. (B)(6), md. Preop diagnosis: incarcerated ventral hernia. Postop diagnosis: incarcerated ventral hernia with adhesions. Operation: repair of incarcerated ventral hernia with gore-tex mesh, dualmesh (4.3 cm) and lysis of adhesions. Indication: this is a 57-year-old female patient with a history of swelling in the abdomen with tenderness and discomfort and had a significant history of incarcerated ventral hernia. The patient and her spouse were explained the proposed procedure for ventral hernia repair incision laparoscopic versus open. I explained the options, risks, benefits and need and answered all questions. I explained the risks include but are not limited to bleeding, infection, infection of the mesh, need for further surgery, possible recurrence of hernia, anesthesia risk, dvt, ventilator dependence. I answered all questions. They understood and gave consent for surgery. Description of procedure: ¿patient was taken to the operating room where she was placed supine on the operating table. General anesthesia was administered. Patient was covered with IV antibiotics given prior to induction of anesthesia. Local parts were prepped and draped in the usual sterile fashion. Venodyne boots were applied to both lower extremities. Local parts were prepped and draped in the usual sterile fashion. Skin incision was made just around the umbilicus to the right of the umbilicus through the old scar. The incision was extended above and below the umbilicus measuring approximately 6 to 7 cm. Using #10 scalpel, subcutaneous tissue was dissected. Tissue was dissected carefully and the hernia sac was identified. Hernia sac was excised and all excess fat was excised and there were some adhesions. These were divided. Lysis of adhesions was performed. The edges of the defect were delineated. Hemostasis was ensured. The adhesions were divided, and the fascia was cleared circumferentially. Care was taken to ensure the umbilicus was approximated appropriately. Then a 4.3 cm dualmesh was brought in and this was placed in an under-lay fashion such that the gore-tex part is facing the peritoneal cavity. Then the mesh, was sutured to the edges of the defect in an under-lay fashion. Hemostasis was ensured. Then the strap was excised after the mesh was placed and the subcutaneous tissue was approximated with 2-0 vicryl sutures, skin was approximated with staples. Sterile dressings were placed. Abdominal binder was placed. Patient tolerated the procedure well and remained stable throughout the course of operation and was transferred to the recovery room in stable condition.¿ there is no mention of infection or device removal in the records. (B)(6) 2012: (B)(6) hospital medical center. Implant record. Manufacture/item: bard® ventralex® hernia patch. Small circle with strap. Records between 4/25/2012 and 9/15/2016 were not provided. (B)(6) 2016: (B)(6) hospital medical center. (B)(6), md. Report of operation. Pre/postop diagnosis: incarcerated ventral/epigastric hernia. Umbilical wound. Operation: open repair of incarcerated ventral/epigastric hernia with mesh. Suprafascial debridement of umbilical incision. Indications: this is a 62-year ¿old very pleasant female patient with history of a lump in the upper abdomen. Cough impulse. Patient had a CT scan which did not show initially a hernia; however upon examination of the cat scan forms, there was a small hernia evident in the epigastrium. This was discussed with radiologist, dr. (B)(6) felt that there was a small fat containing ventral hernia located just slightly to the right of midline in the upper abdomen. This was consistent with the patient¿s symptoms. The patient wished to have this hernia repair as she had persistent symptoms in this area and the patient also had a small umbilical wound with scant drainage from the wound and she wanted this clean. Discussed clinical condition with the patient at length. I explained surgical procedure. I explained the options, benefits and risks in detail. I explained the risks including, but no limited to bleeding, infection, recurrence of hernia, infection of mesh, need for further surgery, anesthesia risks, dvt, ventilator dependence, morbidity, mortality. The patient has a long-standing history of heavy smoking and I strictly advised her to stop smoking and the high incidence of recurrence of hernia if she continued to smoke. The patient and her spouse expressed understanding and wishes to quit smoking. I answered all questions. They expressed understanding and gave consent for surgery. Procedure in detail: ¿the patient was taken to the operating room where she placed supine on the operating table. General anesthesia was administered. The patient was covered with IV antibiotics given at induction of anesthesia. 5000 units of heparin was given subcutaneously at induction of anesthesia. Time-out was performed. Local parts were prepped and draped in usual sterile fashion. Pneumatic compression boots were applied to both lower extremities to prevent dvt. The local parts were prepped and draped in usual sterile fashion. Steri-drape was used. Initially the site of the epigastric hernia was marked in the preoperative area with the patient positive cough impulse and it was clearly marked. Local parts were prepped and draped in sterile fashion. The skin incision was made in the upper midline and slightly to the right of the midline using #15 scalpel blade. Subcu tissue was dissected. Then, the fascia was carefully incised and there was a small epigastric hernia. This was carefully identified and the fascia was incised. Then the abdominal peritoneal cavity was explored and epigastric hernia contained fat and then the hernia sac and the fat was excised. Then the surrounding area was freed of adhesions. There were extensive lysis of adhesions. These were carefully divided. Thorough meticulous lysis of adhesions was performed for 30 minutes. Then hemostasis was ensured. Then, the hernia defect was delineated. Then, the wound was then closed with a gore-tex 6 x 10 cm mesh which was appropriately tailored and sutured in an underlay fashion with #1 prolene running sutures circumferentially. Then, the mesh was subcu suture and the fascia was then further reinforced on top of the mesh with interrupted #1 vicryl sutures. Subcutaneous tissue was irrigated thoroughly with normal saline. Then the subcutaneous tissue was approximated with interrupted 2-0 vicryl sutures. The exparel was injected into the fascia and subcu tissue, 20 ml of a mixture was injected. Skin was approximated with staples. Sterile dressings were placed. This area was thus isolated from the field and then umbilical wound was then explored and the steri-drape was removed in that area and the umbilical wound was explored. Then excisions were made with #15 scalpel blade. Subcutaneous tissue was dissected. Swabs were sent for culture and sensitivity. The superficial wound was curetted and there was no evidence of purulent drainage. Sharp debridement was performed with a #15 scalpel blade and metzenbaum scissors. It was curetted and the wound was thoroughly irrigated with copious quantities of bacitracin solution and then the wound was approximated with 4-0 monocryl subcuticular sutures. Steri-strips were applied. Sterile dressings were placed. The patient tolerated the procedure well. Remained stable through course of the operation, and was transferred to recovery room in stable condition. Sponge, instrument, and needle count was correct. Estimated blood loss: minimal, less than 10ml. Sponge, instrument, and needle count was correct. The patient was transferred to the recovery room with an abdominal binder.¿ there is no mention of infection or device removal in the records. (B)(6) 2016: (B)(6) hospital medical center. Implant records. Implant sticker. Manufacturer/item: gore mycromesh® biomaterial. Ref catalogue number: 1mym09. Lot batch code: 10330448. W.l gore & associates. Quantity: 1. Expiration date: 2017-04. The records confirm a gore® mycromesh® biomaterial (1mym09/10330448) was implanted during the procedure. [Missing records: records for the CT scan showing the ¿small fat containing ventral hernia¿ were not provided.] [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2016 procedure was not provided.] (B)(6) 2017: (B)(6) memorial hospital. (B)(6), md. Operative report. Preop diagnoses: recurrent ventral incisional hernia with infected mesh and sinus tract to umbilicus with surrounding dermatitis of the umbilical skin. Postop diagnoses: recurrent ventral incisional hernia with infected mesh and sinus tract to umbilicus with surrounding dermatitis of the umbilical skin with extensive adhesions of the intra-abdominal area, infected mesh with fistulous tract, which was excised. Operations: lysis of adhesions. Repair of recurrent ventral incisional hernia. Strattice biologic mesh underlay. Excision of the infected mesh, abdominal wall. Abdominal recuts muscle flaps. Excisional debridement of skin scars, subcutaneous tissue, and fistula tract to the umbilicus with fistulous dermatitis 32 x 8 equals 256 sq. Cm. Complex 2 cm repair of inverted t deformity after excision of excess skin and subcutaneous tissue. Co-surgeon: 1-4 is (B)(6), md. Assistants: stephen (B)(6) , md 1-4, and dr. Dracea 5-7. Complications: none. Specimens: skin scar and abdominal pannus with infected mesh. Infected mesh piece alone. Anaerobic and aerobic cultures of infected mesh and of tract. Strattice lot # sp 100468-012. Reference#: 2030002 20 x 30 ml. I.e. 600 sq. Cm. Drains: three 10-mm jackson-pratt one on top of the strattice and underneath the primary repair and one in either rectus release. Wound classification: four. Indications: the patient is a 62-year-old female with a history of prior ventral incisional hernia. She is now draining pus through the umbilicus, which communicates down to the infected mesh. She also has additional mesh from her primary procedure in the upper quadrant. She has extensive scar tissue in the midline of the abdomen as well as a fistulous tract with surrounding dermatitis around the sinus tract. She also has recurrent ventral incisional hernia. The risks and benefits of the proposed procedure were discussed with the patient, including infection, scarring, need for revision of treatment, widened scar, need for revision. Additional risks include loss of umbilicus, dehiscence, widened scar, recurrent ventral hernia, pulmonary embolism, dvt, death, widened scar, loss of flap either total or partial, need for revision, need for further treatment, and dehiscence. The patient understands and agrees to the procedure and signed the consent. The rest of the physical is as per record details. Procedure: ¿the patient was marked in the standing position, marked in midline, inframammary folds, area of the umbilicus, the amount of estimate to be removed vertically and transversely in the lower abdomen. Additional areas were marked where the transverse area had lodged for later realignment. The patient was placed in the operating table in supine position. After the general endotracheal anesthesia was induced, the abdomen was prepped and draped in the usual sterile manner. The patient got IV antibiotics as per dr. Kota preoperatively. A foley catheter was placed and the abdomen was prepped and draped. Local was infiltrated to proposed vertical oriented ellipse including the umbilical skin, prior scars, and excess skin in the midline. This was approximately 32 cm long and approximately 8 cm wide. This was excised down to the subcutaneous tissue down to the anterior abdominal wall. An incision was made around the umbilicus and the track was traced down into the subcutaneous tissue. All the skin and subcutaneous tissue and the part of the tract was removed and sent as specimen with the mesh that was later dissected away by dr. Kota. For the laparotomy and lysis of adhesions please see dr. Kota¿s dictation. After he freed up all the bowel and lysed al the adhesions, the infected mesh was removed with the overlying skin and subcutaneous tissue. The track went down to the umbilicus. The umbilical track was then debrided and then closure done with a running 2-0 pds suture carefully everting it to make sure no skin was buried, which would later cause cyst formation. It was elected to use an underlay strattice mesh and this was placed with horizontal mattress suture at 12 and 6 o¿clock and then running into the peritoneum and posterior abdominal wall. This was done with 0 pds sutures. Bilateral component separation was done in the following manner. The recuts muscle was dissected on the right side fully and the subcutaneous tissue down to the anterior abdominal wall and then the lateral rectus sheath was defined and then an incision was made just at the external oblique component to the lateral rectus sheath. This was excised and then dissected carried underneath the external oblique down to the mid axillary line on the right side to release from the ribs to the pelvic bone. The left side was done in a similar manner. However, we tried to preserve the umbilicus. A tunnel was made with a wide swap as the skin and subcutaneous tissue were attached to the umbilicus and skin. This was done by tunneling around both superior and inferior and then making a similar incision into the external oblique component and the freeing it up to the mid axillary line as well. This will allow the rectus to move medially and also kept the blood supply to the umbilicus somewhat intact. There was bluish umbilicus. However, there was dark bleeding indicating that there was some blood flow into the umbilicus. Then, strattice was placed underlay. It was then closed on top of the strattice with a running 0 pds suture for primary closure. A drain was placed underneath before closing and brought out through the midline on the mons pubis and sutured in place with 3-0 nylon. Two drains of 10 mm were both placed on top of the release on each side of the abdomen to drain the subcutaneous tissue sites and this was also brought out through the right and left side of the mons pubis and was also sutured in place and attached to the bulb suction at the end of the procedure. The wound was irrigated throughout with bacitracin saline solution. The strattice was also irrigated with bacitracin saline. The skin and subcutaneous tissue was then closed with first closing the scarpa¿s fascia with 0 pds sutures. The subcuticular layer was closed with inverted 3-0 pds suture and the skin was closed with running 3-0 monocryl suture. However, after closing the midline there was noted to be excess skin inferiorly. This was 15 cm on the right and 15 cm on the left and additional 4 cm to 5 cm skin vertically. These were excised as tow ellipse resulting in an inverted t. This was excised with electrocautery, bleeding was controlled, and closed down the scarpa¿s fascia with 0 pds suture. The subcutaneous and deep dermis was closed with inverted 3-0 pds suture and the skin was closed with running 3-0 monocryl suture. Mastisol and steri-strips were applied. Bacitracin around the drains and the umbilicus. Gauze dressing, combine tape binder, two binders were placed. The patient was extubated, tolerated the procedure well and brought to the recovery room in satisfactory condition. Total length of the repair was 62 cm.¿ (B)(6) 2017: (B)(6) memorial hospital. (B)(6), md. Operative report. Preop diagnosis: recurrent incarcerated ventral hernia with sinus tract. Postop diagnosis: recurrent incarcerated ventral hernia with sinus tract with extensive adhesions. Operations: repair of incarcerated recurrent ventral hernia, explantation of mesh x 2, laparotomy, lysis of adhesions, and placement of strattice biologic mesh 20 x 30 cm. Repair of abdominal wall with component separation by dr. (B)(6) . Assistant: dr. (B)(6) . Indications: this is a very pleasant 62-year-old lady with a history of multiple previous abdominal surgeries. She had bowel resection and multiple ventral hernia repair. The patient had drainage from her umbilicus with possible infection of the mesh and sinus tract. The patient needed to have surgery. The patient has a history of continuous smoking. She was warned of the risks of high hernia recurrence with smoking and was advised on several occasions to stop smoking. She agreed to quit smoking. I discussed at length with the patient and her spouse and daughter in great detail. I explained the options, benefits, and risks in detail. I explained the need for hernia repair excision of sinus tract and removal of mesh and repair of abdominal wall with component separation. They expressed understanding and gave consent for surgery. The patient was also seen and spoken to by dr. (B)(6) . I explained the options, benefits, and risks in great detail. I explained the risks including, but no limited to bleeding, infection, anesthesia risks, recurrence of hernia, mesh infection, need for further surgery, deep vein thrombosis, ventilator dependence, injury to abdominal organs. They expressed understanding and gave consent for surgery. I specifically warned them of the increased risk of recurrence of hernia if the patient continues to smoke. They expressed understanding and gave consent for surgery. Procedure: ¿the patient was taken to the operating room where she was placed supine on the operating table. General anesthesia was administered. She was covered with IV antibiotics given prior to induction of anesthesia. 5000 units of heparin was given subcutaneously at induction of anesthesia. Venodyne compression boots were applied to both lower extremities to prevent dvt. Local parts were prepped and draped in the usual sterile fashion. The abdominal wall incision sites were previously marked by dr. (B)(6) . Skin incision was made initially in the abdomen in an elliptical fashion. Subcutaneous tissue was dissected. Then, two subcutaneous flaps were raised on both lateral sides all the way to the flanks. Hemostasis was ensured with bovie cautery, ligasure device and #2 vicryl ties. Then, the previous ventral hernia sac was identified. This was excised and then the abdominal wall was opened. The prior abdominal mesh x 2 were removed. These were excised by dividing the sutures. Initially the mesh in the upper abdomen was explanted. There was a second mesh in the abdominal wall just below the umbilicus with infected sinus tract. Swabs were sent for culture. This mesh was excised entirely along with the sinus tract. The umbilicus along with vasculature was preserved and kept intact by dr. (B)(6) . Loops of bowel had extensive adhesion in the abdomen. These were carefully divided and meticulous lysis of adhesion was performed for approximately 40 minutes. Hemostasis was ensured. Then, abdominal flaps were raised on either ends. The, the right and left lateral abdominal walls was released just lateral to the lateral edge of the rectus sheath by dr. (B)(6) using component separation technique. Then, a strattice 20 x 20 cm biologic mesh was brought in and this was placed in an underlay fashion and sutured to the transversalis fascia laterally and anchored with #0 prolene sutures circumferentially using continuous technique. Additional interrupted #0 prolene sutures were used as appropriate. The external oblique aponeurosis was further closed with #0 prolene suture. Jp drains were placed by dr. (B)(6) . Then, the further closure and panniculectomy was performed by dr. (B)(6) . The umbilicus was preserved and managed by dr. (B)(6) . At this point, I exited the operation room and further procedure and closure was carried out by dr. (B)(6) and dr. Dracea. Sponge, instrument, and needle counts were correct. Estimated blood loss was 50 ml. The patient tolerated the procedure well, and remained stable throughout the course of the operation.¿ (B)(6) 2017: (B)(6) memorial hospital. Medical device data sheet. Report type: implantation. Comments: infected mesh with fistula. Device information: manufacturer name: strattice¿. Device type: mesh 20 x 30 cm firm. Device information: explanting mesh times 2. (B)(6) 2017: (B)(6) memorial hospital. Edward a. Klein, md. Surgical pathology report. Accession number: 4-sp-17-001702. Diagnosis: a) abdominal scar, pannus and mesh, resection: hypertrophic dermal scar with adherent synthetic mesh and sutures. B) resected mesh, resection: fascia and fatty tissue with scar and adhesions. Clinical information: infected mesh with fistula. Gross description: a) the container is received labeled with the verified patient¿s name, patient identifier ¿mr 809505¿ and specimen type ¿abdominal scar and pannus and mesh¿. The specimen is received in formalin and consists of any elliptical piece of wrinkled tan skin with attached yellow fatty tissue measuring 35 cm in length by 12 x 4.8 cm and weighs 530 g. The surface of the skin has a linear scar measuring 6.2 cm in greatest dimension. Cut section through the subcutaneous tissue reveals no discrete lesions. Also submitted is a piece of bloody tan mesh with attached soft tissue and blue sutures measuring 5 x 4.5 x 1 cm. Representative sections of the skin, scar and subcutaneous tissue are submitted in one cassette. B) the container is received labeled with the verified patient¿s name, patient identifier ¿mr 809505¿ and specimen type¿ infected mesh¿. The specimen is received in formalin and consists of an elongated piece of mesh with attached yellow-tan and pink fatty fibrous and rubbery soft tissue measuring 15 x 6 x 1.8 cm. The mesh has attached blue sutures. Representative section of the soft tissue is submitted in one cassette. There is no information detailing the etiology of the infection. (B)(6) 2017: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.